Event description:
The patient came to hospital in an emergency with a ruptured aaa. He made it through CT and the doctor decided to use an unifit stentgraft with tt tortuous tracker delivery system (catalog # a34-16x16s-pl). The operation went well, and the procedure ended successfully. Patient is in good condition. However, the physician could not pass the tip thru the introducer. It was caught on the tip of the sheath, but the device was successfully removed. Note: the unifit stentgraft w/ tt tortuous tracker delivery system is currently in clinical trials, but the tt delivery system (catalog #ai-22x65-tt) as a stand alone device is marketed in the us, for this reason we are reporting this malfunction.

Manufacturer narrative:
An MDR decision tree for complaint reporting was reviewed and the device complaint is considered to be reportable. The malfunction was found during the procedure. The patient was not injured. The device was not returned for the evaluation. The root cause of the failure is inconclusive. It is possible that positioning of the device inside the patient during the procedure could be contributed to the failure. In general, the delivery system could be taken out without any problems. The IFU says that it is better for safety of the artery to adapt the nose cone first and then take the introducer completely out. Due to the fact that it was not possible to adjust and retract the nose piece (tip), the device was removed as two pieces. It did not cause any problems for the patient. The device history records were reviewed and all manufacturing and quality inspections were completed in accordance to the instructions. We have not seen similar complaints before. Therefore, it is an isolated incident. (B)(6).